Event description:
It was reported that (1) device was used during an anterior resection. It was reported by the affiliate that the cdh33 was inserted as per normal, fired, and then opened to remove, but would not come out. The anastomosis was inspected and only 1 layer of staples fired and no doughnut cut. Removed device and no doughnuts in device and inner layer of staples still in handpiece washer. As it had broken at time of firing as normal converted to hartmans procedures as not enough rectum for a redo. The pt received a l/side stoma (ileostomy).